Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 130 mg/dl. Reportedly, the customer disconnected from the site, saw insulin exit the tubing, and reconnected from the site to address the event.